Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse reported that the ambulance was called for the high blood glucose. The customer's spouse reported that the insulin pump was not delivering insulin. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was over 400 mg/dl at the time of the hospitalization. The customer's blood glucose was 312 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer's spouse stated that there were no setting issues found during troubleshooting. The customer's spouse was unable to perform high pressure test at the time of call. The insulin pump will not be returned for analysis.